Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-02774. It was reported one of the patient¿s leads showed high impedances. X-rays revealed a small fracture in one of the two leads. As a result, the physician explanted and replaced the patient¿s fractured lead. Postoperatively, effective therapy was restored. Note: both of the patient's leads are being reported because it is unknown which lead was fractured.